Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not able to inflate during the preparation. Hemostasis was achieved by another unknown mynx device. The device was not inspected prior to use. The balloon was not able to inflate during preparation. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A procedural syringe was returned with the unit for evaluation, and the stopcock was found in the open position. The balloon was not inflated. The sealant and advancer tube were in their manufactured positions, and the sealant sleeves were not retracted from its manufactured position. A sheath was not returned for this evaluation. A functional test could not be executed due to the condition of the balloon, which could not be inflated because of a tear observed on the balloon¿s surface. A microscopic analysis of the balloon¿s surface revealed a tear, preventing the completion of a functional analysis for this evaluation. The reported event of ¿balloon-inflation difficulty¿ was confirmed through analysis of the returned device due to the balloon tear found that prevented inflation. Therefore, the additional condition of ¿balloon-balloon loss of pressure at prep¿ was found due to the burst. However, the exact cause of the burst condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, prepping/handling factors may have contributed to tear noted and the subsequent inflation difficulty reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was not able to inflate during the preparation. Hemostasis was achieved by another unknown mynx device. The device was not inspected prior to use. The balloon was not able to inflate during preparation. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was later returned for evaluation. Addendum: per the product evaluation, it was noticed that a tear was present on the device¿s balloon.